Event description:
It was reported the single use 3-lumen sphincterotome v cutting wire at the distal end of the kd-v411m-0720 broke when it was energized. The issue occurred during a therapeutic endoscopic sphincterotomy and was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.